Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was beeping and upon interrogation recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The physician and patient decided to turn of tachycardia therapy in the device and keep it in situ due to the patient¿s improving heart condition. No adverse patient effects were reported.